Event description:
Customer reported tubing became cracked and disconnected at the blue connector piece. There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's experience of tubing cracking and disconnecting was not confirmed and the root cause was not identified as no product was returned for failure investigation. Customer stated the set was not saved.